Manufacturer narrative:
The reported event could be confirmed although the device was not returned but a few x-rays were shared which confirms the alleged event. A device inspection was not possible since the affected device was not returned. However, a few x-rays were shared which confirms loosening of the end cap. The end cap appears to be dislodged from the nail but still in close proximity to it. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. With the available information and x-rays, a definitive root cause of the issue could not be determined. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is received or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the end cap has become loosed 2 weeks after the operation conducted on (B)(6) 2026. There is no plan of a revision surgery."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the end cap has become loosed 2 weeks after the operation conducted on (B)(6) 2026. There is no plan of a revision surgery."